Event description:
Follow-up information indicated the patient is doing well.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead at the l5 level. Postoperatively, the patient reported experiencing a headache and no intervention was taken.